Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was pacemaker dependent. Lead replacement procedure was discussed; however, no medical intervention was performed. No patient symptoms were reported and no further information was provided.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018 due to oversensing.

Event description:
New information received notes that the patient was stable and asymptomatic throughout the event.

Manufacturer narrative:
Correction: initial reporter name (B)(6)' should have been submitted in initial report.